Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 138 mg/dl on compact meter (system 1), and 165 mg/dl on mobile meter (system 2). No death or serious injury reported. No product will be returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 52 mg/dl on compact meter (system 1), and 84 and 82 mg/dl on mobile meter (system 2). No death or serious injury reported. No product will be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.